Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3057, implanted: (B)(6) 2017, product type screening device.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had issues with the controller and noted that the stimulation was off for about 30 minutes but was working okay now. Additional information received on (B)(6) 2017, it was reported that the patient had discomfort in their tailbone and they felt like the wires may have shifted. The stimulation was decreased, and the discomfort went away. The patient also mentioned the controller issues they had yesterday. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.